Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter had difficulties with irrigation. After several applications with the catheter, the flower shape became distorted, appearing uneven. Abnormal magnetic tracking was also observed. The error message indicating a problem or error on magnetic sensor coil occurred during the procedure. They replaced the device with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis analysis of the device confirmed that the planarity of the splines were out of spec. Additionally, the catheter was tested electrically by measuring the continuity and inductance of the nav inductor circuits. Initially, the catheter had passing values for both circuits; however, manipulation of the distal end of the shaft, where the nav sensors are located, would result in temporary failing values for the first nav circuit, indicating an intermittent bad connection in the area, confirming the 1114 error code and loss of catheter tracking. The catheter was leak tested, and the catheter passed all leak testing, thus, the difficult to irrigate allegation was not confirmed. Additionally, flushing the irrigation tubing was successful. Strut damage in the form of voids on the inside of the spline cage were identified as a secondary finding. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the events of difficult to irrigate, 1114 error message, and spline planarity issues are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientifics investigation determined the planarity of the splines out of spec in flower deployment was likely attributed to the device design. Additionally, the observed loss of catheter tracking and 1114 error is most likely related to cause linked to device but unable to trace more specifically. Relating to the difficult to irrigate allegation, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device passed all testing, no evidence or abnormalities were observed during the analysis relating to irrigation. The secondary finding of struct damage in the form of voids on the inside of the spline cage is most likely related to a quality control deficiency. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter had difficulties with irrigation. After several applications with the catheter, the flower shape became distorted, appearing uneven. Abnormal magnetic tracking was also observed. The error message indicating a problem or error on magnetic sensor coil occurred during the procedure. They replaced the device with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. It was further reported that the flushing issue did not occur.

Manufacturer narrative:
Update to the initial MDR in block(s) b5, d2a. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter had difficulties with irrigation. After several applications with the catheter, the flower shape became distorted, appearing uneven. Abnormal magnetic tracking was also observed. The error message indicating a problem or error on magnetic sensor coil occurred during the procedure. They replaced the device with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that the flushing issue did not occur.